Event description:
A customer reported while using a glidescope core smart cable during a patient procedure, the video kept stopping in the middle of them trying to use the glidescope system. It was reported that the cable's hdmi pins were damaged. The procedure was completed using a backup system. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Following verathon's initial report submission, the customer returned the subject glidescope core smart cable to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported cable failure. Upon visual inspection, the tsr identified the cable's connector pins were bent out of place and the plastic connector was damaged. Due to the identified connector damage, the smart cable was unable to be connected to verathon's test equipment for evaluation of the reported image issue; however, it is likely that the damaged hdmi pins may have caused or contributed to the reported image issue. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to a replacement cable already being provided and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.